Event description:
It was reported that a partial deploy occurred and the stent foreshortened. A 7x120x30 self-expanding innova stent was selected for use in a procedure in a stenosed superficial femoral artery (sfa). During the procedure, it was reported that the stent did not deploy properly as the stent foreshortened and only deployed 80mm of the 120mm. There were no patient complications reported. A non-bsc stent was used to complete the remaining length of stent needed. It was further reported that the case was an antegrade approach of the sfa. The physician may have unknowingly restricted the portion of the device near the hub of the sheath which potentially caused the stent to eject from the end of the delivery system and not deploy correctly thus only deploying 80mm of the 120mm. The entirety of the stent was deployed using the thumb wheel.

Event description:
It was reported that a partial deploy occurred and the stent foreshortened. A 7 x 120 x 30 self-expanding innova stent was selected for use in a procedure in a stenosed superficial femoral artery (sfa). During the procedure, it was reported that the stent did not deploy properly as the stent foreshortened and only deployed 80mm of the 120mm. There were no patient complications reported. A non-bsc stent was used to complete the remaining length of stent needed.